Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2014. Following deployment of the aortic body and the contralateral and ipsilateral iliac limbs, a final angiogram indicated that the aortic body graft was placed approximately 2.5 cm below the intended landing zone, locating the sealing rings in the aneurysmal sac where the aortic diameter exceeded the treatment range of the device. Trivascular was notified that the operating table had been moved by the physician after the intended landing zone had been established; however, it was not re-verified prior to deployment, which likely resulted in the placement error. It was concluded that the resulting endoleak could not be resolved with adjunctive ballooning or stenting and an aortic cuff was not available at the time of the procedure. The physician terminated the procedure at this time and performed a re-intervention on (B)(6 )2014 (aui with fem-fem bypass), which successfully excluded the aneurysm. There have been no additional sequelae reported.